Manufacturer narrative:
D4, lot#: updated. D9, date returned to mfg: 3/4/2026. H3 and h6 codes, updated. The suspected device was returned for evaluation. The device was visually inspected, and one communication module was inspected and found to be in good condition, with no visible damage or abnormalities noted. The communication module was tested with a known-good cadd device and the standard local network setup utility. The module did not display an ip address when attempting to connect. Lot history is with the manufacturer therefore manufacturing batch review could not be performed.

Event description:
It was reported that the communication module had ¿communication module intermittent connection" error with the pump. The event occurred at the hospital. Sample photo was provided for investigation. There was no reported patient involvement. Associated pump complaint was documented on (B)(4).

Manufacturer narrative:
D4 - lot: potential- #: 19481649. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.